Event description:
The lead was expalnted due to a report of suspected j-retention wire fracture without protrusion.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured 11mm and 23mm proximal of weld site. The proximal section of j stiffener wire measures 64mm and migrated down lead body 27mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fractures.